Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device off-label, not performing an x-ray immediately after the implant procedure to confirm device placement, implanting a damaged neurostimulator, the patient having recently gone through an MRI, implanting the device after the expiration date, not prepping the surface of the skin with an antiseptic solution, improperly closing the surgical site, multiple tunneling attempts, and using incorrect tools have been ruled out. However, the patient is a poor surgical risk as they are a smoker. Furthermore, inadequate fixation was identified as the implanting clinician did not create a subcutaneous receiver pocket, tie knots, coil the receiver, suture, and knot around the coil. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the reported issue is attributed to two identified root causes: -inadequate fixation was identified as the implanting clinician did not create a subcutaneous receiver pocket, tie knots, coil the receiver, suture, and knot around the coil (user error-clinician). -patient is a poor candidate due to health, weight, age, or mental capacity as they are a smoker (user error-clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported a wound issue as well as erosion at the receiver site and they were instructed to contact their physician's office immediately. On (B)(6) 2026, the patient underwent an incision and drainage procedure and antibiotics were prescribed. It was noted that the neurostimulator was not eroding. However, a non-absorbable suture knot had eroded. The patient is recovering from the procedure at home. No further information is available at this time.